Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. An incomplete bolus alert occurred after the customer did not deliver an intended bolus for a cookie that was consumed. The customer delivered a correction bolus to address the high bg.